Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that their device was malfunctioning and was not working. The patient would get to the therapy screen, turn the stimulation on, there would be a lightning bolt, and then within 3 seconds the lightning bolt would disappear. The patient had a return of pain on (B)(6) 2015. The patient was going to talk to their doctor and have a manufacturer representative paged to check on the device. The patient was indicated for non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.